Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head was showing blue lines and picture distortion. The issue was noted during preparation for a therapeutic percutaneous nephrolithotomy (pcnl) procedure which was completed with the same set of equipment. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the product analysis will solely be based on the available information. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It is likely the following led to the malfunction: cause traced to component failure. This report will be supplemented if any additional relevant information is received. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head was showing blue lines and picture distortion. The issue was noted during preparation for a therapeutic percutaneous nephrolithotomy (pcnl) procedure which was completed with the same set of equipment. There were no reports of patient harm associated with the event.